Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-00841. The patient underwent surgical intervention at an unknown date where the entire scs system was explanted.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-00841. It was reported the patient was experiencing pain down his legs which began (B)(6) 2017. The stimulation has been turned off and the patient does not want the stimulation to be turned on. The patient requests to be explanted. Surgical intervention may be pending to address the issue.